Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arch - suresmile - the aligners have sharp edges. The aligners where not placed in patient's mouth.

Manufacturer narrative:
We reviewed the DHR for this (B)(4) / patient ID# (B)(6) / practice ID# (B)(6), qty. (B)(4) items assy-500011 (aligners) were packaged by the second shift by bag-and-box operation on october 01, 2024, manufacturing cell 7, equipment bag-15. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing this (B)(4). Raw material: part-501017-b / lot# 08739030 / qty. Received = 541,800 pcs, inspection date: (B)(6) 2024. The material was found to be acceptable for use in the manufacture of the sure smile product. Failure mode - sharp edges. Root cause - no defect during the manufacturing process. Conclusion code - no failure found.